Event description:
Reportable based on device analysis completed on 10-oct-2018. It was reported that the outer sheath could not be pushed out. The target lesion was located in the internal iliac artery. A 15mmx 40cm interlock-35 was selected for use. During procedure, the outer sheath couldn't be pushed out of the protector. Also, the coil was not pushed out of the protector, thus, it was not inserted into the patient's body. No patient complications were reported and patient's status is stable. However, device analysis revealed that there were missing coil fiber bundles and broken coil. It was further reported that there were no breakage issue happened during the procedure. And, fluoroscopy was done to confirm that there were no fragments left inside the patient's body. Device eval by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The main coil and the delivery wire arms were interlocked were joined together inside the introducer sheath, however, the main coil was broken. The introducer sheath was inspected and no anomalies were noted, the twist lock of the introducer sheath had been opened. Dry blood residues were noted inside the introducer sheath, the coil fiber bundles had also blood on them. The main coil was found kinked and stretched, besides, it was broken near the interlocking arm; the stretched sections caused some fiber bundles were missing. It was not possible to advance the delivery wire through the introducer sheath due to the main coil was broken and it was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic examination of the delivery wire and main coil were performed. The proximal end of the delivery wire has a smooth surface. The interlocking arm did not show damages. The zap tip of the main coil has a smooth surface. The interlocking arm was inspected and no anomalies were noted, but, it was detached from the main coil. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil that could be measure were performed and revealed that there were missing coil fiber bundles.